Event description:
Reportedly, a chest tube was being discontinued at the patient's bedside. A piece of the chest tube broke off and surgical intervention was required to remove the missing piece. The doctor alleges the tube was very difficult to remove. The patient's condition is satisfactory.